Manufacturer narrative:
The available information suggests brady and tachy therapy remain available, however the device cannot be programmed. At this time, the device remains in service. Should additional information become available this event will be updated. Subsequently, the device was explanted and successfully replaced. The device was retained by the hospital and is not available for return at this time. Should additional information become available, or if the device is returned, this event will be updated.

Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was undergoing radiation treatment. The device had gone into storage mode. No adverse patient effects were reported.